Manufacturer narrative:
Multiple devices were implanted during the procedure, details of which has been provided below: catalog no.: 976-145, lot no.: unk, qty: 01, UDI: (B)(4), 510(k): k021461, product code: (B)(4), catalog no.: 876-813, lot no.: unk, qty: 04, UDI: (B)(4), 510(k): k970806, product code: (B)(4), catalog no.: 976-145, lot no.: unk, qty: 02, (B)(4), 510(k): k970806, product code: (B)(4). Although it is unknown whether the reported devices led to the event or not, we are filling this report for notification purposes. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent c5-6 and c6-7 anterior cervical discectomy and fusion due to c5-6 and c6-7 disk herniation with bilateral upper extremity radiculopathy. Reportedly post-op, the patient had swelling and pain since two weeks after surgery. The patient is also experiencing the following complications: respiratory problems, rash, trouble swallowing, bronchitis, inflammation throughout body, lupus, gastritial problems, visual problems, loss of head movement, dysphonia, fluid collection around neck, shoulder, leg, muscle spasms.